Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the patient was found on the floor due to low blood glucose (bg) that morning. No bg values were provided. The patient was reportedly given juice and bgs came up to around 200mg/dl. No additional information was provided at the time of initial contact. Customer technical support has made attempts to reach the reporter for additional information and troubleshooting, without success. This complaint is being reported because the patient allegedly experienced hypoglycemia of unknown cause while using insulin pump therapy and the pump could not be ruled out as a cause or contributor.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/01/2014 with the following findings: a review of the black box showed data beginning on (B)(6) 2014. Due to continued pump use, the black box data and pump histories from the time of the complaint have been overwritten and are unavailable for review. There were no alarms related to the complaint observed in the current pump history. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A rewind, load, and prime sequence was performed successfully. The pump passed 24 hours testing with no alarms or any other issues occurring. The pump successfully passed delivery accuracy testing and was found to be delivering within required specifications. The complaint could not be confirmed or duplicated on investigation.